Event description:
On (B)(6) 2013 it was reported that the vns patient has high lead impedance. The patient¿s device was turned on to 0.25ma and when diagnostics were performed, the high impedance was observed. The device was not disabled. X-rays were ordered but it was stated that they would not be sent to the manufacturer for review. The patient had recently undergone generator replacement surgery on (B)(6) 2013. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6) 2013 it was reported that patient manipulation or trauma was not believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.